Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product : 5076 implantable pacing lead (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular lead was oversensing; the sensing integrity counter (sic) had been "climbing more and more each month since implant." The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
The lead was replaced.